Event description:
Procedure type: lap. Sigmoid colectomy double stapling. Patient gender: male. According to the reporter: after firing two complete donuts were confirmed during the procedure. Two days post operatively, a leak occurred. Staples at the anterior side of the anastomosis was incomplete and did not form b shape. Then, five days post operatively the patient was re-operated and colostomy was performed.